Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital said on (B)(6) 2024, the ventilator has been in use for four years and the battery has aged, making it unable to meet its needs. Invite manufacturer engineers to conduct on-site testing. The reason is that the storage battery is aging, and it is recommended to replace the original factory battery. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: the report from hospital say on april 10, 2024, the ventilator has been in use for four years and the battery has aged, making it unable to meet its needs. Invite manufacturer engineers to conduct on-site testing. The reason is that the storage battery is aging, and it is recommended to replace the original factory battery no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).